Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 8-6mm amplatzer duct occluder was selected for an implant on (B)(6) 2022. Deformation was observed on the device during implant procedure, the physician felt that this was not suitable for the patient and decided to remove the occluder. The occluder was never release in the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A new amplatzer duct occluder was implanted successfully. The procedure went well with no adverse effects seen. Patient remained hemodynamically stable throughout the procedure and no clinically significant delay was reported.

Event description:
In/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. An image from field appeared to show the distal disc deployed through the loader while the lobe was not fully deployed and the video demonstrated deployment of occluder device outside patient. The cause of the reported incident could not be conclusively determined.